Manufacturer narrative:
Medical device expiration date: na. Investigation summary: three photos were received and evaluated. Two photos showed several 10ml syringes (p/n (B)(4)) in a box. Both the top web and bottom web were visible on several samples. One photo showed a bd label for 10ml syringes on a box with the syringe lot number in the bottom right-hand corner. Based on the information, batch #0033237 was likely manufactured in 2000. This batch was manufactured prior to the unique device identifier requirements that mandated marking individual packaging with expiration date. This batch was manufactured correctly per product design at that time. Please note batch #0033237 was expired as of 2005 and bd does not make claims about the performance or efficacy of expired products. The reported defect was not identified in the samples received. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd 10ml syringe luer-lok¿ tip bulk convenience pak experienced no label or missing label information. The following information was provided by the initial reporter: material no.: 309604, batch no.: 0033237. Missing expiration date on syringes.